Manufacturer narrative:
Date rec¿d by MFR : 25jun2019. The manufacturer¿s field service engineer confirmed the reported issue. The oxygen manifold external to the ventilator was causing both inaccurate readings on the o2 pm values and was causing the no oxygen alarm to delay for many seconds. Removal of the manifold and connecting oxygen directly to the rear of the ventilator corrected both of these issues. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported o2 out of specification when performing the (performance maintenance) pm. There was no patient involvement.